Manufacturer narrative:
A supplemental MDR will be filed upon completion of the investigation.

Event description:
A customer at a clinic in (B)(6) reported a malfunction involving a cryogen canister. The client intended to remove the cryogen canister from the dynamic cooling device (dcd) assembly but the canister's neck bushing came loose separating from the canister causing the cryogen gas to burst out, and the canister shot up to the ceiling. Customer reported that no one was injured during this event. The cryogen canister is an accessory utilized in the candela laser systems to cool the epidermis.